Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for evaluation. Visual, dimensional, and functional inspections were not conducted due to the absence of a returned device. No additional testing was performed. A review of the device history record was conducted, and no relevant manufacturing or quality issues were identified. Based on the available information, the complaint could not be confirmed. The root cause could not be determined due to the lack of a returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2026, the swg was found kinked during insertion. They changed to a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the swg was found kinked during insertion. They changed to a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".